Event description:
Upon initial contact, advised device overheating and burned patient's cheek. When contacted for additional information, advised small burn area inside cheek of patient noted during a filling procedure. Patient was prescribed warm salt water rinses for one (1) week to help heal. No follow up scheduled.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt and rust were observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.